Manufacturer narrative:
During processing of this complaint, patient weight and complete event information were not requested due to patient not consenting to further contact. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that, during an implant surgery, a cerebrospinal fluid (csf) leak occurred and the patient was paralyzed from the waist down. As a result, surgery occurred during which the lead was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.